Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump was not recognizing the cartridge. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. No fault was found with the returned device. The software was reinstalled as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.